Event description:
It was reported that as the trial patient was changing clothes on the day of this call, she accidentally pulled out the lead wire and was bleeding. The patient was able to put gauze on it and will get to her health care provider. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).